Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate and multiple unidentified cartridge notifications were received. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.